Event description:
The customer reported that the central station locked up and shut down, interrupting centralized pt monitoring. An error message was reported to have been shown on the device's display screen. Pt vital signs monitoring continued at the bedside monitors. Note for block al: the reporter did not provide add'l pt info associated with pt identifier shown in block a1.

Manufacturer narrative:
MFR's evaluation summary: the device is an installed centralized pt monitoring system that utilizes a sun microsystems central processing unit (cpu) and related computer network peripherals. The device receives, analyzes and displays pt vital signs data from multiple bedside multifunctional pt monitoring devices through either wired or wireless connections. This customer reported that the central station shut down, interrupting centralized pt monitoring. Although centralized monitoring was temporarily lost during the event, pt vital signs monitoring continued at the bedside pt monitors for all patients connected to the system. There were no patients harmed in any way by the event. By event here and in the form 3500a, we mean the loss of centralized monitoring. Evaluation of the device was unable to duplicate any malfunction. Testing included evaluation of the cpu (central processing unit), motherboard and operating system software. In addition, a test system was loaded with the same software and configuration as the suspect device, and again no problem could be duplicated.